Event description:
It was reported that a percutaneous lead migrated and the patient experienced a loss of therapy as a result. The lead was replaced and the patient then had good stimulation and pain relief.

Manufacturer narrative:
Lead model 7489, serial # (B)(4), implanted: (B)(6) 2009 explanted: (B)(6) 2011 lead model unknown, serial #unknown, implanted: unknown explanted: unknown. Final device analysis revealed no significant anomalies. The implantable neurostimulator was functionally ok.